Event description:
A barostim system was implanted on (B)(6) 2024. The patient reported it had not improved their life. In the opinion of the physician, the patient did receive benefit from barostim, but had a heart failure decompensation not related to barostim. As of (B)(6) 2025, the patient requested their device be explanted, but no procedure was scheduled, and the physician preferred to leave barostim active for the time being. As of (B)(6) 2026, it was reported the barostim device had been explanted.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, in the opinion of the physician, the patient did receive benefit from barostim, but had a heart failure decompensation not related to barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).